Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), embedded device ('left essure embedded in uterus') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, cholecystectomy and pelvic adhesions. Concurrent conditions included painful periods, weight loss, blood pressure increased and uterine bleeding. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("other (list): cramping") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingectomy, left partial salpingectomy and ablation in 2012). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pelvic pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, embedded device, genital haemorrhage, menstruation irregular, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure tubal occlusion device on the left is displaced and there is normal patency of that tube occlusion device on the right is intact. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), embedded device ('left essure embedded in uterus') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, cholecystectomy and pelvic adhesions. Concurrent conditions included painful periods, weight loss, blood pressure increased and uterine bleeding. In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("other (list): cramping") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingectomy, left partial salpingectomy and ablation in 2012). Essure was removed on (B)(6)2019. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pelvic pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, embedded device, genital haemorrhage, menstruation irregular, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: the essure tubal occlusion device on the left is displaced and there is normal patency of that tube occlusion device on the right is intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.